Manufacturer narrative:
(B)(4). (B)(6). The system was evaluated by a field service engineer for the reported decentered flap issue. The flaps on gels were checked and the reported issue could not be duplicated. The field service engineer reseated all connections between analog I/o, galvo interface and galvo drives. Complete verification of delivery system alignment was performed and the system was released for use. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the laser created a decentered flap during operation and treatment was aborted. The patient returned the following week for completion of laser treatment.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 8/31/2009, however the correct date is 09/22/2009. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.